Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 9th november 2015. The device was returned with the reported fault of ¿no green status indicator flashing¿. The fault was confirmed during the investigation and was attributed to a misaligned membrane tail within the j11 connector. This had resulted in the pins within the j11 connector not correctly aligning with the membrane tail tracks and would account for the absence of the green status indicator. The faults were unable to be replicated with the correct installation of the membrane tail. This would confirm a failure due to the misalignment of the membrane tail. Heartsine records indicate the device was subject to final unit testing on the 9th november 2015, this would indicate the membrane tail had made sufficient contact with the j11 pins at that time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
No green status indicator flashing. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No green status indicator flashing. There was no patient involved in this event.